Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) and right ventricular (rv) lead, the patient became unstable. The patient's oxygen levels dropped into the 40s. Capture was noted on the electrogram but the patient's heart was exhibiting pulseless electrical activity. It was noted that the patient had many pre-existing conditions. Cardiopulmonary resuscitation was performed, however, the patient passed away.